Event description:
Customer is reporting a system pressure dome leak. Name and function of complainant: same as rptr. Customer called to report system pressure dome leak during treatment procedure. Customer stated there were no alarms during prime. Customer stated she was 20 mins into the collect/draw phase of the procedure when she observed blood on the pump under the system pressure dome. Customer stated she aborted the procedure and did not return any blood pressure/products to pt. Cts asked if the pt was alright, customer stated yes, the pt was doing well. Customer stated she was able to treat the pt on another instrument. Cts asked customer what the estimated blood loss, customer stated about 300 ml. Service order # (B)(4) was dispatched to inspect instrument serial number (B)(4). Kit was not returned for investigation.

Manufacturer narrative:
(B)(4). A review of lot file b327 was performed. There were no nonconformances associated with this lot. This lot met all release requirements. A complaint lot review was conducted and no other pressure dome leaks were reported to date for this lot. Service order# (B)(4) feedback: field engineer cleaned the instrument and performed a section 7 system checkout. All tests passed. Instrument is operating as expected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for pressure dome leak cannot be determined based solely on the info provided. (B)(4).